Event description:
Customer reports that the device read 206 mg/dl while the doctor's device read 110 mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.